Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with blank display. The customer states they changed out the battery three times, but the screen remained blank. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised that the device would need to be replaced and returned for analysis. The customer states they do not want to return the device because of no insurance.